Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that a therapy group (group b) was created a week prior to this report. The patient experienced a sudden increase in dyskinesia down their legs several days post programming. It was later stated that the symptoms occurred a few days after programming, so the exact timeline is unclear. It was confirmed that the event occurred in (B)(6) 2017. Actions included planning to put the patient back on group a, which had been working for the patient prior to the programming change. No further complications were reported or anticipated.